Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a cardioversion through the device. A 31 joule shock was delivered and a fault code for a shorted lead condition was displayed as well as a shock impedance measurement of less than 20 ohms. Shocking lead impedance tests were performed which yielded measurements between 38-42 ohms. Boston scientific technical services recommended device replacement. Subsequent information indicated that the patient's remote home monitoring system indicated that the device had limited battery capacity remaining and displayed a fault code for a charge time out. The patient has also reported hearing beeping tones. A save to disc was sent in for analysis which confirmed the presence of a shock into a shorted lead message. The patient was subsequently seen for a device change out procedure. The device was explanted and the adapter and large patch involved with the shorted lead were surgically abandoned. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. There were two arc marks on the front of the device case near the word ¿model¿. A shorted lead fault was recorded in episode 988 on february 27, 2014 during a 31j commanded shock. The daily shock impedance measurements prior to the commanded shock were normal and relatively stable. The device had declared a battery status of end of life (eol) due to charge time-outs. An x-ray confirmed that the plasma fuse was open. This was consistent with damage incurred when the device output was shorted during high voltage shock delivery. The tones reported by the field could not be confirmed however it is normal device behavior to emit tones when a shorted lead fault is declared.